Event description:
It was reported that the pt underwent total elbow arthroplasty in 2008. During the procedure, discovery elbow ulna component labeled lot 440360 was opened to find package contained wrong size. Component was marked with lot number 440370.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval of returned device found lot 440360 to be mixed with lot 440370. This report was filed on june 9, 2008.